Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while charging pump battery. Customer changed the usb cable to resolve the issue. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
Customer did not report a power source alert had occurred.